Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair has been noted in the last 12 months, and no event log history was provided. If the product is returned, this complaint will be reopened for further investigation.

Manufacturer narrative:
E.1 (B)(6). A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the displayed downstream occlusion. There was unknown patient involvement.

Manufacturer narrative:
A system issue required that a new complaint record be created. On review of the file and the information currently available, while a potential malfunction was reported there was insufficient evidence to definitively confirm a reportable malfunction of the device. Please disregard any reports associated with mrn 3012307300-2025-02929.